Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to its inclusion in the may 12th physician communication regarding a small subset of devices that may be susceptible to premature battery depletion.